Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was experiencing far r oversensing on the atrial channel. No intervention has been performed. There were no patient consequences.